Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the shock impedance measured on this rv lead during an ICD exchange procedure was too low and insulation damage was discovered. Furthermore, it was reported that this lead developed oversensing back in 2017 and an additional pacing lead was implanted for pacing and sensing at that time while this rv lead was left only for shock function. This rv lead has been implanted and active for approx. 208 months.